Event description:
It was reported following a right coronary artery angioplasty procedure an 8f angio-seal sts plus was used. Sometime later, a thrombosis occurred requiring surgical intervention. The angio-seal was removed and thrown away. The physician stated the angio-seal was positioned correctly. The patient suffered no consequences.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The expiration date of this device was 10/01/2006 and the product was used past the expiration date. Based on the information received, the cause of the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.